Manufacturer narrative:
As of (B)(6) 2017 retained samples were submitted to the lab for testing in addition to evaluate the biocompatibility and latex screening studies. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin. The product 's labeling has a warning that it is a strong adhesive not intended for use on delicate or sensitive skin. Complaint database was reviewed; there was no negative trend identified for the associated product.

Event description:
Consumer stated that product caused swelling and blister on her arm.